Event description:
The patient reported feeling a large muscle over the tip of the device, like the device had shifted, but that it was not painful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 implantable pacing lead: (B)(6) 2011. (B)(4).